Event description:
Customer reported a malfunction on the pump, identified by malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information and assistance on resetting the pump, which resolved the issue, allowing the customer to continue using the pump without further incidents. Customer was advised to contact support again if the issue reoccurs.